Event description:
Healthcare professional reported capsular contracture, baker grade IV, on the left side. The device has been explanted with a complete capsulectomy and replaced with a non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, on the left side. The device has been explanted with a complete capsulectomy and replaced with a non-allergan brand.

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event capsular contracture was requested on 24-january-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.